Event description:
Balloon in place attempting to exchange out angioplasty wire for suspect wire. Suspect wire had difficulty advancing through balloon. Repeated manipulation resulted in unravelling of core wire.